Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 169 mg/dl, which she treated with manual injection. During troubleshooting, the customer stated the insulin pump was not dropped and the drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a prime rewind error alarm during occlusion test due to protruded or loose drive support disk. The insulin pump had minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot at battery tue threads area and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).